Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during endoscopic examination of the patient, unclear imaging was observed, presenting a risk of compromised diagnostic judgment due to poor visual field. Medical staff immediately stopped using the lens, replaced it with a spare endoscopic camera system to complete the examination, and reported the malfunction to the medical equipment department. No negative impact in state of health reported.